Event description:
The hospital reported that during three separate endoscopic vein harvesting procedures, the coatings on the hemopro tip came off. No pieces were left in the patients. During two of these events, the piece fell into the patient and was retrieved through the original incision. In the third event, the piece came off and hooked onto the c-ring; no intervention was required. The same device was used to complete each procure. The hospital did not report any patient effects. Maquet cardiovascular anticipates return of the product in question. Refer to medtwach #s 2242352-2011-01722 and 2242352-2011-01723.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4).